Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and there was blood on the distal conductor of the lead and it was obstructed. The distal conductor was extrinsically distorted due to kinking/buckling. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The connector pin of the lead became extrinsically damaged due to pulling/stretching/overstress. The connector sealing rings of the lead were extrinsically damaged. Visual summary analysis of the lead indicated damage at implant. Visual summary analysis of the lead indicated stretching. The analyst commented that the lead was returned damaged with the distal conductor distorted/buckled and stretched with a partial distal tip of the stylet stuck in lead. The is-1 pin was also separated from the sealing. Visual analysis found the stylet stuck in lead and cannot be removed due to dried blood obstructed in distal conductor.

Event description:
It was reported that during the implant procedure the guidwire could not pull out of the lead as a result the lead lumen was obstructed. The lead was exchanged for another of the same and the procedure was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).